Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review has been conducted which revealed product met all of the acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that an infusor leaked into the overpouch. The device was filled with 13500 mg of tazocin ef (pfizer) in 240ml 0.9% sodium chloride.this condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.